Event description:
Complainant alleged that while monitoring a pt (age and gender unknown) device intermittently displayed a "check electrodes" message as well as intermittently not picking up a rhythm through paddles or ECG cable also displayed an "open air fault" during an attempt to discharge. Complainant indicates being able to continue to use of the device. There was no adverse effect to the pt as a result of the reported malfunction.